Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states the device was chipped and the reservoir would not lock into place. The customer's blood glucose level at the time of incident was 300mg/dl. The customer treated the highs with pen. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did lock into place just a partial broken reservoir tube lip noted. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.